Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female] , vaginal bleeding [vaginal bleeding] , micturition disorder [micturition disorder] , altered body odour [body odour] , itchy ear canal [ear pruritus] , dizziness [dizziness] , feeling drunk [feeling drunk] , dry eye syndrome/dry eyes [dry eye syndrome], chronic fatigue [chronic fatigue] , memory impairment [memory impairment] , sleep difficulties [difficulty sleeping], weight gain [weight gain] , vaginal discharge [vaginal discharge] , muscle atrophy [muscle atrophy] , muscle stiffness [muscle stiffness] , impaired balance [balance impaired nos] , difficulty concentrating on simple tasks/difficulty focusing [concentration impairment], aphasia = difficulty finding words [aphasia] , excessive perspiration [perspiration excessive] , heavy legs [heaviness in limbs] , hot flashes [hot flashes] , significant hair loss [hair loss] , dry skin [dry skin] , itching [itching] , eczema [eczema] , bloating [bloating] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-oct-2025. The most recent information was received on 18-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2025, 3564 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), vaginal haemorrhage ("vaginal bleeding"), micturition disorder ("micturition disorder"), skin odour abnormal ("altered body odour"), ear pruritus ("itchy ear canal"), dizziness ("dizziness"), feeling drunk ("feeling drunk"), dry eye ("dry eye syndrome/dry eyes"), fatigue ("chronic fatigue"), memory impairment ("memory impairment"), insomnia ("sleep difficulties"), vaginal discharge ("vaginal discharge"), muscle atrophy ("muscle atrophy"), musculoskeletal stiffness ("muscle stiffness"), balance disorder ("impaired balance"), disturbance in attention ("difficulty concentrating on simple tasks/difficulty focusing"), aphasia ("aphasia = difficulty finding words"), hyperhidrosis ("excessive perspiration"), limb discomfort ("heavy legs"), hot flush ("hot flashes"), alopecia ("significant hair loss"), dry skin ("dry skin"), pruritus ("itching"), eczema ("eczema") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to vaginal haemorrhage, micturition disorder, skin odour abnormal, ear pruritus, dizziness, feeling drunk, dry eye, pelvic pain, fatigue, memory impairment, insomnia, weight increased, vaginal discharge, muscle atrophy, musculoskeletal stiffness, balance disorder, disturbance in attention, aphasia, hyperhidrosis, limb discomfort, hot flush, alopecia, dry skin, pruritus, eczema or abdominal distension. According to bayer qa, the batch number d311451 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-feb-2026: case opened to remove batch number (not valid). Case comments: we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4), pelvic pain female [pelvic pain female] , vaginal bleeding [vaginal bleeding] , micturition disorder [micturition disorder], altered body odour [body odour] , itchy ear canal [ear pruritus] , dizziness [dizziness] , feeling drunk [feeling drunk] , dry eye syndrome/dry eyes [dry eye syndrome] , chronic fatigue [chronic fatigue] , memory impairment [memory impairment] , sleep difficulties [difficulty sleeping], weight gain [weight gain] , vaginal discharge [vaginal discharge] , muscle atrophy [muscle atrophy] , muscle stiffness [muscle stiffness] , impaired balance [balance impaired nos] , difficulty concentrating on simple tasks/difficulty focusing [concentration impairment], aphasia = difficulty finding words [aphasia] , excessive perspiration [perspiration excessive] , heavy legs [heaviness in limbs] , hot flashes [hot flashes] , significant hair loss [hair loss] , dry skin [dry skin] , itching [itching] , eczema [eczema] , bloating [bloating] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 55-year-old female patient who had essure inserted (lot no. D311451) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2025, 3564 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), vaginal haemorrhage ("vaginal bleeding"), micturition disorder ("micturition disorder"), skin odour abnormal ("altered body odour"), ear pruritus ("itchy ear canal"), dizziness ("dizziness"), feeling drunk ("feeling drunk"), dry eye ("dry eye syndrome/dry eyes"), fatigue ("chronic fatigue"), memory impairment ("memory impairment"), insomnia ("sleep difficulties"), vaginal discharge ("vaginal discharge"), muscle atrophy ("muscle atrophy"), musculoskeletal stiffness ("muscle stiffness"), balance disorder ("impaired balance"), disturbance in attention ("difficulty concentrating on simple tasks/difficulty focusing"), aphasia ("aphasia = difficulty finding words"), hyperhidrosis ("excessive perspiration"), limb discomfort ("heavy legs"), hot flush ("hot flashes"), alopecia ("significant hair loss"), dry skin ("dry skin"), pruritus ("itching"), eczema ("eczema") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to vaginal haemorrhage, micturition disorder, skin odour abnormal, ear pruritus, dizziness, feeling drunk, dry eye, pelvic pain, fatigue, memory impairment, insomnia, weight increased, vaginal discharge, muscle atrophy, musculoskeletal stiffness, balance disorder, disturbance in attention, aphasia, hyperhidrosis, limb discomfort, hot flush, alopecia, dry skin, pruritus, eczema or abdominal distension. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female] , vaginal bleeding [vaginal bleeding] , micturition disorder [micturition disorder] , altered body odour [body odour] , itchy ear canal [ear pruritus] , dizziness [dizziness] , feeling drunk [feeling drunk], dry eye syndrome/dry eyes [dry eye syndrome] , chronic fatigue [chronic fatigue] , memory impairment [memory impairment] , sleep difficulties [difficulty sleeping], weight gain [weight gain] , vaginal discharge [vaginal discharge] , muscle atrophy [muscle atrophy] , muscle stiffness [muscle stiffness] , impaired balance [balance impaired nos] , difficulty concentrating on simple tasks/difficulty focusing [concentration impairment], aphasia = difficulty finding words [aphasia], excessive perspiration [perspiration excessive] , heavy legs [heaviness in limbs] , hot flashes [hot flashes] , significant hair loss [hair loss] , dry skin [dry skin] , itching [itching] , eczema [eczema], bloating [bloating] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-oct-2025. The most recent information was received on 20-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a 55-year-old female patient who had essure inserted (lot no. D311451) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2025, 3564 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), vaginal haemorrhage ("vaginal bleeding"), micturition disorder ("micturition disorder"), skin odour abnormal ("altered body odour"), ear pruritus ("itchy ear canal"), dizziness ("dizziness"), feeling drunk ("feeling drunk"), dry eye ("dry eye syndrome/dry eyes"), fatigue ("chronic fatigue"), memory impairment ("memory impairment"), insomnia ("sleep difficulties"), vaginal discharge ("vaginal discharge"), muscle atrophy ("muscle atrophy"), musculoskeletal stiffness ("muscle stiffness"), balance disorder ("impaired balance"), disturbance in attention ("difficulty concentrating on simple tasks/difficulty focusing"), aphasia ("aphasia = difficulty finding words"), hyperhidrosis ("excessive perspiration"), limb discomfort ("heavy legs"), hot flush ("hot flashes"), alopecia ("significant hair loss"), dry skin ("dry skin"), pruritus ("itching"), eczema ("eczema") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to vaginal haemorrhage, micturition disorder, skin odour abnormal, ear pruritus, dizziness, feeling drunk, dry eye, pelvic pain, fatigue, memory impairment, insomnia, weight increased, vaginal discharge, muscle atrophy, musculoskeletal stiffness, balance disorder, disturbance in attention, aphasia, hyperhidrosis, limb discomfort, hot flush, alopecia, dry skin, pruritus, eczema or abdominal distension. Lot number batch d311451 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-oct-2025: quality safety evaluation of product technical complaint. Case comments: we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.